Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge following the proper technique, and the caller successfully resumed insulin therapy. The issue was resolved.